Event description:
It was reported that during priming with a prismaflex m150 set, "a significant crack was found in the filter housing, and fiber strands were also observed". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a dialyzer fiber stuck against the filter housing. The reported crack was not visible. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.